Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. Review of transmissions revealed that the pacemaker was in backup vvi mode. No programming changes were made to the device. There were no adverse consequences to the patient.